Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of inappropriate anti-tachycardia pacing (atp) and one electric shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Re-programming options are on physician's discretion. Device remains in service. No additional adverse patient effects were reported.